Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported an occlusion alarm occurred. The customer required assistance, and an ambulance was called and transferred the customer to the emergency room where they were admitted to the hospital's intensive care unit (ICU) with a blood glucose level of above 1000 mg/dl. The customer was admitted with dehydration and kidney failure. The customer was treated in the ICU by receiving a port and intravenous fluids of saline and insulin and required gallbladder surgery. The customer was released from the ICU on (B)(6) 2025 and reverted to an alternate method of insulin therapy.